Event description:
It was reported that during a laparoscopic gastric bypass, one device received with clip in jaw and one device the clips scissored. Opened another device to complete case. No pt consequences.